Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician was attempting to advance a taxus express2 2.75x16mm drug eluting stent to cross a lesion in an unknown vessel. The catheter shaft broke while trying to cross the lesion. The stent delivery system was pulled back into the guide without complications. The procedure was successfully completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device analysis can confirm the complaint reported. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 24 cm distal from the spiral strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Contrast media was found inside the inflation lumen of the device. Microscopic examination of the crimped stent and tip found no issues. The balloon was visually and microscopically examined. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork found that the device met material, assembly and product specifications. The root cause of the complaint incident is handling damage.